Manufacturer narrative:
(B)(4).

Event description:
Procedure type: craniotomy. According to the reporter: after the procedure, the pt felt pain. An inflammation was suspected and re-operation was performed. Granulation-like thing was found and it seemed to have been pressing the dura matter. Removed the granulation and the pain had gone. There was oozing within 250 ml. Tissue harm reported. No info of operation room extension.